Event description:
It was reported, that the camera head had the coupler section with air leakage. There were no reports of patient involvement as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b3, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additional reportable malfunctions were found as well: internal cable flooding, internal image capture flooding, main body deformation, focus ring deformation, heavy focus ring operation incorrect. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure was the main cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had the coupler section with air leakage. There were no reports of patient involvement as a result of this event.